Manufacturer narrative:
A baxter service technician evaluated the pump. The reported condition was confirmed. The broken door assemblies were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, cracked door assemblies #1 and #2 were found. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.